Manufacturer narrative:
Root cause: the field representative incorrectly directed the surgeon to unthread the pull pin by turning the removal instrument counter-clockwise, instead of following the surgical technique, which states "clockwise." Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
Broken screw.